Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the inner sheath of product broke off while being used inside the joint of the patient. After a 20 minute delay, the broken piece was retrieved without any harm to the patient and the case was completed successfully.

Manufacturer narrative:
(B)(4). Alleged failure: the tip of the inner sheath of product broke off while being used. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be blade comes contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend/break. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the inner sheath of product broke off while being used inside the joint of the patient. After a 20 minute delay, the broken piece was retrieved without any harm to the patient and the case was completed successfully.